Event description:
Reference number (B)(4). Event occurred in spain. It was reported that when patient removed the device it had not come out completely, plastic part of the catheter was inside the abdomen on (B)(6) 2024. No further information available.